Event description:
I developed an allergic response to something in (B)(6) 2024. I have had zero allergies my entire life and I am age 74. I began to seek a source inside my house since I spend 90% of my time here. Friends convinced me it had to be a classic response to spring pollen. I bought over the counter allergy meds but have minimal relief. I became aware that some resmed patients have discovered mold inside the elbow connector that attaches air hose to mask. The piece is not intended to be opened and I had great difficulty doing so. But once I did I found a thin foam liner showing mold. In the past four years I have developed respiratory allergies for no apparent reason. I have to believe this is a factor. I also had lung cancer removed a year ago. I have used a CPAP (continuous positive airway pressure) or bipap for six years. I am forced to use these connectors and I soak them every week and leave them drying all day. But clearly it is not drying. The design prevents an ability to know. But even if no quit soaking when I clean it, there is warm moist air being blown through that hose nightly. I dare say hundreds of thousands of patients are using this connector and I had no way to detect the mold without taking an hammer and a pair of pliers to the part. So now I can't clean it and can't use it as intended - so no moist air at night. Unless you have apnea you won't understand the impact of having dry air blown into your lungs all night. This will be a big deal I promise you. Word is getting out on group sites.